Event description:
It was reported that the patient underwent a revision procedure due to elevated metal ion levels and metal related pathology with muscle damage involvement. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00875705201, item name: continuum tm shell clust 52 ii , lot # 61979329, 00625006540, item name: bone scr 6.5x40 selftap, lot # 61687318, 00877001036, item name: metasul taper liner ii/36, lot # 2521162, 00877003601, item name: msul head 36 12/14 sz s/-3.5, lot # 2551899. H6: component code: stem. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. D4: UDI is not applicable; the device was manufactured prior to di publish date. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: this particular patient has a lot of abductor damage from the reaction and has large risks of future dislocations and possible repeat surgery and will need close follow up, will likely require the removal of the other hip bearing surface as well if her ion levels do not normalize now that her right hip has been revised. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.